Event description:
It was reported by the affiliate that (1) msm20 was used during an unknown procedure. It was reported that the device jammed. The case was completed with another instrument. There was no pt consequence. 04/11/2000 it was reported by the affiliate the msm20 is for complaint. It was reported the pph01 was used during an unknown procedure. It was reported there was a partial resection. Another pph01 was used to complete the case. There was no consequence to the pt.